Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to non-capture secondary to lead dislodgement, which was confirmed via x-rays. No additional adverse patient effects were reported. This lv lead was retained by the the customer and will not be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.